Manufacturer narrative:
(B)(4). D10: medical products: item#: 00434903611, tm reverse 36mm glenosphere; lot#: 64107232. Item#: 211216, compr srs prox bdy - sm 58mm; lot#: 222230. Item#: 211237, compr srs mod stem - 10x100mm; lot#: 321180. Item#: 115370, comp rvs tray co 44mm; lot#: 795990. Item#: ep-115393, e1 44-36 std hmrl brng; lot#: 247950. Item#: 211228, compr srs mod rgx aug - sm; lot#: 978020. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left reverse total shoulder arthroplasty approximately six (6) years and six (6) months ago. Subsequently, the patient received three separate cortisone injections due to pain and signs of tendonitis. The event was reported to be resolved approximately one (1) year and three (3) months ago.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h4; h6. The reported event is not confirmed. Review of the reported event by a health care professional found that tendonitis is the inflammation or irritation of the tendons, typically caused by repetitive motion, overuse, and pressure to the bursae. Symptoms can include pain, tenderness, swelling, stiffness, decreased movement, and/or redness at or around the joint involved. This condition can impact the patient's ability to use the joint fully, decrease overall activities of daily living (adls), range of motion (rom) of the joint, and quality of life, while increasing the need for possible over-the-counter (otc) medications for swelling and pain control. Treatment can consist of otc medications, prescribed pain medications, physical therapy, rest, ice, elevating the affected joint, and steroid injections. Heterotopic ossification (ho) is the abnormal and rapid growth of bone that forms within soft tissue as the result of heredity, trauma, surgical history, or diseases of a joint. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, which can result in pain and irritation to the surrounding tissues, or the patient can remain asymptomatic. Radiation or nonsteroidal anti-inflammatory medications are often provided to prevent ho formation. The only treatment, if necessary, is surgical excision or shaving/smoothing out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a1; a2; b4; b5; b7; d2; e1; e2; e3; g1; g2; g3; g6; h1; h2; h6; h10 if any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.